Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that only coil and delivery wire were returned. The delivery wire was inspected and no issues noted. The coil was inspected and it was found stretched and the interlocking arm of the coil was detached and it was not returned. Microscopic inspection was performed and revealed that the zap tip shape and surface of the coil and no damage noted. The zap tip shape and surface of the delivery wire and had no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The interlocking arm of the coil was inspected and it was found detached and the interlocking arm of the coil was not returned. Dimensional inspection of the weld outer diameter (od), wire arm od and wire zap tip was performed and were within specification. Also, dimensional inspection of the coil distal fiber bundles, proximal fiber bundles, outer diameter (od) of zap tip and od of primary coil were performed and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." " the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." (B)(4).

Event description:
Reportable based on device analysis completed on 16-may-2018. It was reported that resistance was met upon delivery and the coil unraveled. The target lesion was located in the moderately tortuous and mildly calcified splenic artery. A 18mmx 40cm interlock¿-35 was selected for use. During procedure, the coil was inserted through a 5fr non-bsc catheter; however, resistance was met at the distal part of the catheter. Upon removal, the coil got unraveled inside the catheter and was then removed together with the catheter. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, device analysis revealed that the interlocking arm of the coil was detached and was not returned.